Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2: reference MFR. Report# 1627487-2016-04350. It was reported the patient experienced multiple falls following the implant procedure while trying to walk. Also, the patient experienced weakness in his legs which has gotten worse over the past few days. The patient is to consult with the physician as the next course of action.

Manufacturer narrative:
Additional information received identified the patient always had a leg weakness and is working with a neurologist. Further, the physician stated the weakness is not related to the scs system but to the patient¿s other health related issues.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2016-04350. Additional information received identified the issue is partially resolved. However, the physician believes it's possibly related other health related issues.